Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that there were air bubbles about a centimeter in size inside of the customer's reservoir and tubing. The patient's blood glucose at the time of incident was 169 mg/dl. Troubleshooting was initiated for the air bubbles anomaly. The air bubbles appeared after two hours of a reservoir and infusion set change. The insulin was stored at room temperature and all equipment was handled correctly. A high pressure test was performed and the pump passed; no reservoir leaks were detected. The cause of the air bubbles or if they were successfully removed remains unknown. No products were shipped or returned.